Manufacturer narrative:
Correction to b5 and b6, in order to specific imaging type and correct "leads" typo to lead singular as only the rv lead dislodged.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited low pacing impedance, loss of capture and decreased sensing amplitudes. Oversensing episodes were also reported prior to lead deactivation. Chest x-ray revealed that the right ventricular lead had dislodged. The lead was deactivated. There were no patient consequences.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited low pacing impedance, loss of capture and decreased sensing amplitudes. Imaging revealed that the leads had dislodged. The lead was deactivated. There were no patient consequences.